Event description:
The customer reported that they received multiple false-positive results, with the ID now covid-19 assay performed using an unknown sample type. The customer reported that the false results were detected via pcr confirmation tests. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.